Event description:
Revision occurred approximately 11 days after the prior revision surgery, which occurred on (B)(6) 2025 and was recorded in per (B)(4). No fall or other trauma reported. Revision occurred due to infection at implant site. A 40 mm + 3 humeral stability cup was explanted and replaced with a 40 mm + 6 humeral stability cup.

Manufacturer narrative:
Revision occurred 11 days after the prior revision surgery due to infection at implant site. No actual, implied, or suspect link to fx product.